Event description:
It was reported that during the atrial fibrillation ablation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that sheath was opened and prepped as normal with versacross connect for faradrive. The system was successfully used to gain transeptal access. When the connect dilator and rf wire were removed and the bsw octaray mapping was inserted. When the physician was aspirating per guidelines, air was continually being pulled after multiple syringes. The physician attempted to remove the mapping catheter, aspirate and flush, reinserted the mapping catheter and aspirated again but air was still being introduced. The procedure was completed successfully by using a different device. No patient complications have been reported. Pressure bag was used for the irrigation of the sheath. Bubbles were seen in the flushing line when the physician was aspirating after introducing the mapping catheter into the sheath as per guidelines. No other issue has been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that sheath was opened and prepped as normal with versacross connect for faradrive. The system was successfully used to gain transeptal access. When the connect dilator and rf wire were removed and the bsw octaray mapping was inserted. When the physician was aspirating per guidelines, air was continually being pulled after multiple syringes. The physician attempted to remove the mapping catheter, aspirate and flush, reinserted the mapping catheter and aspirated again but air was still being introduced. The procedure was completed successfully by using a different device. No patient complications have been reported. Pressure bag was used for the irrigation of the sheath. Bubbles were seen in the flushing line when the physician was aspirating after introducing the mapping catheter into the sheath as per guidelines. No other issue has been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.